Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the setting for manual mode/analyze was off. Therefore the manual mode and the analyze button function would not be available. When the setting was set to on, the device would enter manual mode and give the analyze button function. The device would charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer could not switch to manual mode on their device. One of the soft keys on the device did not respond. With one of the soft keys not responding, defibrillation energy may not be able to be charged and/or delivered. There was no patient use associated with the reported issue.

Manufacturer narrative:
Mfg date of the initial medwatch report indicates: 02/23/2015. The initial medwatch report should indicate: 02/19/2015.